Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and self test. Pump error was present in the pump trace download due to broken trace on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
It was reported via phone call that the insulin pump had hardware low level failure during self test reoccurred . The customer's blood glucose value was unknown. The insulin pump passed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 28, 2019.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 28, 2019.

Manufacturer narrative:
The aware date provided ¿date received by manufacturer¿ in follow-up report number one was incorrect. The correct aware date is september 18, 2018.